Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-oct-2022. H6: investigation summary: three unused samples from lot 2205043 were provided to our quality team for investigation. The unused samples were inspected and no damage or other defects were observed. A device history review was performed for the reported lot 2205043, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred with 5 syringes. There was no report of patient impact. The following information was provided by the initial reporter: the incident consisted of: during the preparation of cytotoxic drugs in the cru, leaks were observed at the plunger, filling and emptying the syringe. This happened 5 times in 48 hours. For the patients involved in the cytotoxic preparations, there were no clinical consequences. The intensive care patient was at risk of gas embolism.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred with 5 syringes. There was no report of patient impact. The following information was provided by the initial reporter: the incident consisted of: during the preparation of cytotoxic drugs in the cru, leaks were observed at the plunger, filling and emptying the syringe. This happened 5 times in 48 hours. For the patients involved in the cytotoxic preparations, there were no clinical consequences. The intensive care patient was at risk of gas embolism.